Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comments that the device had an intermittently-functioning stylus touch-pen and a broken power cord bay. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the display screen of the programmer was becoming intermittently unresponsive to the stylus touch-pen. It was also reported that the back cover of the programmer was in need of replacement. The programmer has been returned for repair. There was no patient involvement.